Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call the insulin pump had a frozen display and blank display issue. The customer¿s blood glucose was 302 mg/dl at the time of incident and treated with manual injection. Customer declined high blood glucose troubleshooting. Customer stated that the insulin pump was frozen and the buttons were unresponsive. Customer confirmed that the time is not advancing and the buttons remained unresponsive after battery change.. Customer had a blank display that was resolved by battery replacement. It was also mentioned that the customer was hospitalized due to high blood glucose. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unable to verify frozen screen, time and button keypad anomaly due to blank display.